Event description:
Air is getting into 10cc angiographic suringe when they pull back on the plunger past the 10ml mark on the barrel. End user feels there is inconsistency in the barrel and the plunger is not dragging against the barrel and therefore air is getting into the system. There has been no pt injury. Sample being returned.